Manufacturer narrative:
Agent reported revision surgery due to poly swap / unknown revision reason complaint has been evaluated and is similar to report number 1644408-2025-01688; 343-11-711, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to poly swap / unknown revision reason